Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The manufacturer's punctures were noted during the procedure, so the patient was informed by the physician the possibility of spinal headache. The rep. Spoke to the patient late in the evening on (B)(6) and there was no mention of any symptoms other than the loss of stimulation on the left side. The patient also had questions on how to use the remote. An appointment had been scheduled for (B)(6) for reprogramming to be attempted to recapture left sided stimulation coverage. However, the healthcare provider (hcp) reported the patient went to the emergency room on (B)(6) reporting the inability to urinate, numbness in bilateral feet, and headache mid-trial. A CT scan was performed during that time (results unknown), and the hcp decided to remove the leads on (B)(6). At the current time the patient remained in the hospital and catheterized. A blood patch was performed, but the patient still had a headache, nausea, difficulty with ambulation, and generalized weakness. The patient was released from the hospital on (B)(6).

Manufacturer narrative:
(B)(4) applies to this event.